Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope exhibited image disappearance when performing angulation. The issue occurred during a diagnostic bronchoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d9; h4.

Event description:
No additional information received form the customer.